Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was treated with vancomycin (1000 mg, daily, intraperitoneally, for 14 days) for peritonitis. On an unreported date in the same month as the onset, the patient discontinued the antibiotic therapy. At the time of this report, the peritoneal dialysis therapy was ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient had a touch contamination of the transfer set. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin intraperitoneally (ip) (dosage, frequency, and duration not reported) for the peritonitis event. It was reported that the patient was recovered from the peritonitis event. The patient was retrained on proper aseptic technique. It was not reported if pd therapy was ongoing. Additional information was requested but is not available.